Event description:
During an implant procedure, unspecified damage was observed on the left ventricular (lv) lead after the implanting sheath was removed. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage after removing the stylet was confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. A visual inspection of the lead revealed that the connector pin and connector cap were pulled out of the connector assembly along the inner coil which is consistent with procedural damage. Additionally, the polytetrafluoroethylene (ptfe) stylet coating was bunched up distal to the connector pin. The cause of the reported event was isolated to procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.